Manufacturer narrative:
Vyaire medical file identification: (B)(4). The root cause was found to be due to a leaking o2 dosing proportional valve. A replacement dosing valve was sent under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 387 - no o2 dosing possible error. Furthermore, there was no patient associated with the reported event.